Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc freestyle libre sensor detached after 9 days of wear and was therefore unable to test. On (B)(6) 2018, customer experienced headache, "went blind sometimes" and lost consciousness. Customer was treated with insulin injection by a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The adhesive has not been returned. Extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR review showed the freestyle libre sensor kit passed all tests prior to release. As the adhesive was not returned, dhrs for all freestyle libre sensor kits within expiration at the time of complaint were reviewed, specifically relating to the adhesive patch, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that her adc freestyle libre sensor detached after 9 days of wear and was therefore unable to test. On (B)(6) 2018, customer experienced headache, "went blind sometimes" and lost consciousness. Customer was treated with insulin injection by a healthcare provider. There was no report of death or permanent injury associated with this event.